Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the instrument's firing knobs were retracted and the articulation lever was in a neutral position. For functional testing, the instrument was successfully loaded with a reload, but an audible skip occurred during the firing cycle. To investigate further, an access hole was cut into the instrument body, exposing the firing rack, where sheared teeth were observed. It was reported that the stapler pushed halfway and could not continue to push due to resistance, an abnormal sound was heard, and the handle was damaged. The reported issues were confirmed. These issues can occur when firing over tissue that is beyond the recommended thickness range, when firing with an obstacle incorporated in the jaws, or when attempting to fire a reload that is in interlock. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a thoracoscopic wedge resection of the lung, at the beginning, while using the first handle and reload, the staples were poorly formed and it burst out. A second reload was used with the first handle, and during firing, the stapler pushed halfway and could not continue to push. The surgeon continued to push, and a loud, abnormal sound was heard. A second handle and third reload were used; the stapler pushed halfway and could not continue to push; the resistance was very large; and an abnormal sound was heard, but the surgeon was not sure if it was damaged. A fourth reload was used with the second handle, and during firing, it could not be pushed, and the handle was damaged. A purple reload was used with the second handle, and during firing, it could not be pushed, and the handle was damaged. The surgeon replaced the handle and used the same purple reload, but during firing, it pushed halfway, and it could not continue to push. Surgical time was extended by about 30 minutes. The surgeon manually sutured the tissue to resolve the issue. The surgeon used another brand of stapler to complete the case.

Manufacturer narrative:
D10 concomitant product: egiaustnd, egiaustnd endogia ultra univ std stap (lot#: p4l0660s); egiaustnd, egiaustnd endogia ultra univ std stap (lot#: p4l0660s); 030459, 030459 endo gia r/or 60 4.8mm (lot#: t1m168x); 030459, 030459 endo gia r/or 60 4.8mm (lot#: t1m168x); 030459, 030459 endo gia r/or 60 4.8mm (lot#: t1m168x); egia60amt, egia60amt egia 60 artic med thick sulu (lot#: p5a1045s). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.